Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the active fixation mechanism of the patient's right ventricular lead was not fixating completely due to helix rotation issues. An alternate lead was used to complete the procedure on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found the cause of the reported event to be isolated to blood/tissue in the helix region and over-torqueing of the inner coil. No further issues were found.